Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused severe pain, inhibited plaintiffs ability to walk, and will likely require a revision surgery.